Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had not had a bowel movement yet and normally only had one every 14 days, but though it was going to happen soon as it had only been 7 days. It was noted this was prior to the evaluation for the every 14 days for a bowel movement. The patient did have some fecal incontinence a few days ago in the middle of the night. Additional information was received five days later. The patient had a lot of pressure but not much urine was coming out. The patient connected with their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.